Event description:
Reporter indicated that asthmatic vns patient has been experiencing difficulty breathing since implant. The patient reportedly was experiencing discomfort following parameter increase. Neurologist planned to reduce device pulse width setting and monitor the patient.